Event description:
It was reported that the patient expired. The patient was admitted to a hospital for unknown reason and then was discharged to hospice in the month before the death occurred. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.